Event description:
The pt is a 30 year old male, who complained of difficulty swallowing and talking after surgery (type of surgery unknown). He was referred to another ear, nose, throat physician who reported that the pt had laryngeal edema and inflammation. Pt was treated with oral steroids. When the reporting physician examined the pt later at an unknown timeframe, there was marked improvement with only mild redness on the cords and punctate erythema over the arytenoids. Cleaning procedures have been reveiwed at this site. No additional into is expected from this site. As per 21 cfr 802.24(c)(7), the device labeling for the laryngeal mask airway describes the frequency and severity of this possible adverse effect in detail. The labeling states the following: "the pt may experience a feeling of dryness in the throat following laryngeal mask airway use. Throat soreness is of the same order as that which occurs with face mask use, but dryness of the throat may occur more frequently." The frequency of sore throats after mask use has not increased. The labeling also states that a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned or sterilized mask has been used. The labeling also provides detailed instructions, warnings and precautions regarding how to properly clean and sterilize the mask.